Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00324. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) devices. During the procedure, while the physician was advancing and retracting the cat6 through another manufacturer's sheath, the cat6 became kinked at multiple areas. The physician indicated that it felt tight as the cat6 was going through the sheath. The kinked cat6 was removed from the patient and the procedure continued using a new cat6; however, this cat6 also became kinked while being advanced and retracted through the same sheath. It was reported that the valve of the sheath may have been pinching and kinking the cat6 devices as they were being advanced and retracted. Although the second cat6 was kinked, the physician was still able to complete the procedure. There was no report of an adverse effect to the patient.